Event description:
It was reported that this pacemaker exhibited an anomaly and the patient almost had a heart attack. Additional information from the field representative provided the patient was subsequently seen in clinic and appropriate device function was verified. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited an anomaly and the patient almost had a heart attack. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No additional adverse patient effects were reported.